Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing. No intervention was made. No patient symptom was reported.